Event description:
It was reported that during a procedure performed in the dominican republic, on april 24, 2014, while providing final torque to the locking cap screw it would not tighten and came out the tulip head component of the slp6535 6.5mm x 35mm s-lok polyaxial screw. The polyaxial screw was removed and replaced with a slp7535 7.5mm x 35 mm s-lok polyaxial screw. This resulted in a thirty (30) minute delay to the procedure.

Manufacturer narrative:
Investigation in process, but not yet complete. A follow-up medwatch report will be sent to the FDA upon completion.